Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation of the pulse generator, an out of range impedance alert was noted. Multiple impedance measurements were taken in clinic while performing isometrics and pocket manipulation, all measurements were within range. The device remained implanted and the patient would be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.